Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
Material# unknown batch# unknown. It was reported by customer that when it was attached to the vial, the medication started leaking around the stopper and the product could not be used¿ verbatim rcc received a complaint via email. Email(s) attached. This letter is to notify you of a recent field product complaint that eagle pharmaceuticals inc. (Eagle) received regarding our oncology product bendeka® (bendamustine hydrochloride injection 100 mg / 4 ml, 25 mg / ml) and difficult to withdraw solution. This complaint, (B)(4) (pr # (B)(4) ) was associated with a bd closed system transfer device (cstd), the texium¿ system. The complainant, a pharmacist, reported that they used a cstd to puncture the stopper of the vial, and ¿when it was attached to the vial, the medication started leaking around the stopper and the product could not be used¿. The cstd used to withdraw the bendeka solution from the vial was the texium system manufactured by bd (part and model # not available). A product complaint sample is not available for return; neither are photographs. Since bendeka was marketed in the united states in january 2016, we have received a few complaints of ¿difficult to withdraw¿ or ¿stopper leakage¿ with cstds by different manufacturers. We notify the respective device manufacturers regarding these complaints. Eagle investigated this market complaint of bendeka and difficult to withdraw solution from the vial with the use of bds device, texium system, by performing manufacturing site reviews. Additional information: what is the date of event? 01/30/2024.   2. Please share the material & lot number? Unknown. Not available. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Not administered to a patient. One vial of bendeka® was involved, which was discarded.